Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt underwent soft tissue release for subluxation and dislocation of shoulder.